Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to a device programmed settings. (B)(6) technical services (ts) was consulted and recommended reprogramming options. Noise on the right ventricular (rv) shock channel was also noted for this episode. The patient will continue to be monitored. This ICD remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).